Event description:
Addtional information was reported that the patient was doing fine and there was no issue with the patient.

Event description:
It was reported that the physician pulled catheter back due to it being pinched in lamina. The catheter had good flow (cerebrospinal fluid flow). Physician "just decided to replace the pump as well;" however wanted to check the pump for "issues." There were no patient symptoms/injuries related to this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012. (B)(4).